Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.2, 5.1 and tower door 5 were failed. A field service engineer (fse) asked the escort to log into pyxis and attempt to recover the failures in auxiliary 4.2 and 5.1. After the escort successfully recovered the failures, the fse logged in, accessed the desktop, and launched the hardware test application (hta) to verify the status of the cubie pockets. A full diagnostic test was run on both auxiliary 4.2 and 5.1, and the passing results were saved to the d-drive. The fse then rebooted pyxis, and within the application, then the user logged in and tested the drawer. Final verification was performed through hta and by the escort, who confirmed functionality by inventorying medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 4.2, 5.1 and tower door 5 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer 4.2, 5.1 and tower door 5 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.